Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator recognized these adult electrodes as pediatric electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect electrodes. Despite our attempts to obtain the electrodes for evaluation, to date the customer has not responded. A retained sample of electrodes were evaluated with no discrepancies noted. No trend is associated with reports of this type.